Event description:
The customer stated that axsym digoxin ii and digoxin iii correlation pt samples are not matching. The results for the digoxin iii assay are lower than digoxin ii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.